Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a foreign material was noted. During unpacking of the td2 torque device, a foreign object was noted. The device has been disposed due to contamination with mrsa. The device did not come into contact with the pt. The procedure was completed with another of the same device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.